Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is display will not work. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. During evaluation, led white has low intensity, pca burned, display damaged, iso port, blower box, outlet seal contaminated were observed. There was multiple errors has been identified. The device was scrapped.